Event description:
The customer reported dxc 800 pro clinical chemistry analyzer generated twenty (20) false high sodium (na) patient results. The customer repeated the sample on another system and obtained a result considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer provided patient data for 20 patient samples.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the unicel dxc 800 pro synchon system. The fse inspected the control results and noted they were high. Then inspected instrument and found the flowcell acrylic block was cracked. The fse determined the failure mode was caused by the flowcell acrylic block. The fse replaced the flowcell acrylic block to resolve the issue. The fse also replaced the carbon bridge as part of new flowcell acrylic block replacement. No further issues were noted. No patient demographic information (weight, race or ethnicity) was provided. Refer to patient data summary for demographic information (age, and gender). Beckman coulter internal identifier is (B)(4).